Event description:
While searching for the vein, the needle pierces the ¿plastic¿ part of the catheter.failure to insert a peripheral venous line on the second attempt because the kt was pierced by the needle and therefore non-functional and non-compliant."

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Additional information: 2.could you specify, among the three incidents, how many occurred during catheter verification and how many during insertion in the patient? This information is required for regulatory documentation. There were two incidents during catheter verification one incident occurred during insertion into the patient caregivers reported a problem with the needle becoming detached from the catheter when removing the catheter cover. This meant that caregivers had to reinsert the needle into the catheter. It was at this point that the needle pierced the catheter.

Manufacturer narrative:
Additional information added to b tab. Investigation results: the complaint that the needle pierced the catheter was confirmed; however, the root cause could not be determined. One photo was provided for investigation, which showed the needle protruding through the catheter tubing near the tip of the catheter. This type of damage can occur during the manufacturing process or in the clinical setting. The complaint of the catheter releasing prematurely could not be confirmed from the submitted photo. A device history record review showed no non-conformances associated with either issue during the production of this batch. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing-related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.